Event description:
The patient had a history of recurring middle ear infection and did have an infection prior to the onset of meningitis. A lumbar puncture identified the presence of pneumococcal cells in the csf. The patient was treated with cefotaxime, vancomycin and dexamethoasone. The patient recovered.